Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01436. It was reported during a lead revision surgery on (B)(6) 2016 (reference MFR report #1627487-2016-01272 and reference MFR report #1627487-2016-01273); the physician was unable to place the second lead at the correct level. Subsequently, the physician decided to remove the 2 new leads and the existing ipg. The patient will be referred to a neurosurgeon for a paddle lead.